Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a failure of the pc mounted with endoworks (which was used in combination). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii video system center, had a no image issue. It is unknown when the event occurred. There is no report of patient harm or injury associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.